Manufacturer narrative:
(B)(4).

Event description:
It was reported that when implanting the lead, the physician had trouble inserting a stylet despite several attempts. It was noted that the helix was unable to be retracted due to an excess of 20 rotations. It was also noted that the helix was unable to extend. The lead was not used and another was implanted instead. The patient was stable.